Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 3006745815-2021-02928. It was reported during the patient's scs system generator pocket revision (ref. MDR # 3006705815-2021-02828) both of the patient's leads were replaced. Reportedly, one of the leads was accidentally cut during the procedure, and the second lead had migrated down. Both leads were replaced with new product and issue addressed.